Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that they received failed battery tests sporadically and more frequently, scratches on the screen, chipped battery cap, cracks around the reservoir lip, could not unscrew battery cap, unexplained and random no delivery alarms, insulin pump squirts insulin when priming, unspecified error codes received, did not give battery indication when empty and buttons were stick. The device will not be returned for analysis.